Event description:
Customer reports the bmtx-1039 (B)(4) tape stuck to the tray and damaged 3 trays.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.